Event description:
It was reported that after the use of the device the staples were malformed. The surgeon put some overstitches to close the tissue. Case completed with a like device and there was no pt consequences.